Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter information such as the name, phone and email address are not available / unknown. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization of a major aorto-pulmonary collateral artery (mapca) at the collateral circulation coming from the internal thoracic artery, the 3mm x 8cm galaxy g3 coil (gly120308 / l12602) became prematurely detached in the microcatheter hub. The coil was replaced, and the procedure was continued to completion. There was no report of patient injury or complication. The complaint device was handled and prepped per the instruction for use (IFU). It was reported that the device is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12602) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint that the 3mm x 8cm galaxy g3 coil became prematurely detached in the microcatheter hub could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a major aorto-pulmonary collateral artery (mapca) at the collateral circulation coming from the internal thoracic artery, the 3mm x 8cm galaxy g3 coil (gly120308 / l12602) became prematurely detached in the microcatheter hub. The coil was replaced, and the procedure was continued to completion. There was no report of patient injury or complication. The complaint device was handled and prepped per the instruction for use (IFU). It was reported that the device is not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 6/14/2019. E.1: initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization of a major aorto-pulmonary collateral artery (mapca) at the collateral circulation coming from the internal thoracic artery, the 3mm x 8cm galaxy g3 coil (gly120308 / l12602) became prematurely detached in the microcatheter hub. The coil did not become separated into two or more pieces. The coil was replaced, and the procedure was continued to completion. There was no report of patient injury or complication. The complaint device was handled and prepped per the instruction for use (IFU). It was reported that the device is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12602) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint that the 3mm x 8cm galaxy g3 coil became prematurely detached in the microcatheter hub could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.